Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received 8/4/23: the insertion tool was introduced into the valve of the swartz sheath in order to bring an inquiry optima catheter into the sheath and the la. During the time, when the insertion tool was opening the valve, negative pressure from deep,irregular breathing aspirated air into the sheath, which caused the complication.

Event description:
Related manufacturing ref: (B)(4). During a pulmonary vein isolation procedure, air entered into the left atrium and stenosis of the coronary artery, atrioventricular block and decreased blood pressure occurred when the catheter straightener was inserted into the sheath requiring multiple interventions. This occurred when the hd grid catheter was removed after mapping the left atrium, and the optima insertion tool was inserted before placing the optima catheter. The air was identified in the left atrium when the insertion tool was inserted, and the sound of air was noted entering from the sheath. Immediately after that, the st level on the electrocardiogram increased and stenosis was confirmed by cag. An external pacemaker was then placed, coronary artery treatment and insertion of an intra-aortic balloon pump were performed, and the patient left the room. The intended procedure (pvi) could not be performed due to the occurrence of the event. The patient had brain surgery on (B)(6) 2023 and was not stable following the procedure.